Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed that the lv lead was dislodged. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.